Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had pain at the pocket site. The lead was coiled which appeared as if the stimulator was twisting the pocket. The patient underwent a revision procedure. The patient was doing well postoperatively.